Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise was see on the atrial lead of an asymptomatic patient. The noise could not be reproduced. The lead was explanted and replaced. The patient was noted to be in stable condition following the procedure.